Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call she experienced high blood glucose and was hospitalized on (B)(6) 2015. Blood glucose value at the time of the admission was 500 mg/dl. She was released the same day. The customer was advised to change the complete infusion set and reservoir when experiencing high blood glucose.